Event description:
Complaint alleged that the CPR was not working.

Manufacturer narrative:
Technician found that the CPR function was not working. Cause: CPR valve was stuck. Replaced CPR valve to resolve this issue. No pt impact. Bed found in bedshop.